Manufacturer narrative:
The customer¿s report that the infusion lines may have crossed could not be ascertained from the log analysis. The customer¿s report of finding a bag full when it was expected to be empty could not be confirmed. The customer did not provide any other information as to what infusions (drugs) were believed to have been crossed or underinfused. The incident devices and disposable sets were not returned for investigation. The root cause for the reported failure was not identified. (B)(4).

Event description:
Although the customer initially reported that nursing was concerned that lines may have been crossed, it was later reported that one of the pumps was expected to be infusing but the bag that was expected to be empty was found full. No information was available regarding which channel was affected and what drug/fluid was involved. No intended programming parameters were provided for any of the devices.